Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of the trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilted, embedded and has migrated abnormally high and centered at the level of the renal arteries. The filter has several of the posterior struts which are deformed. Doctors have advised the patient not to have filter removed due to the risks involved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts, embedding the device within the inferior vena cava (ivc) wall. It was reported that the filter was tilted, had migrated and had deformed struts, without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilted, embedded and has migrated abnormally high and centered at the level of the renal arteries. The filter has several of the posterior struts which are deformed. Doctors have advised the patient not to have filter removed due to the risks involved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The implant date was confirmed to be accurate. Section e3: occupation: other, senior counsel, litigation section b5: complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilted, embedded and has migrated abnormally high and centered at the level of the renal arteries. The filter has several of the posterior struts which are deformed. Doctors have advised the patient not to have filter removed due to the risks involved. The patient is also reported to have experienced perforation of the filter outside the inferior vena cava, light headedness, limited mobility and periodic swelling on the right side, shortness of breath, anxiety, and requires a cane to walk. The patient also reports the inability to pick up certain items. The indication for the filter implant was a history of deep vein thrombosis (dvt) and a pending revision of a previous gastric banding procedure with high-risk for developing dvt and pulmonary embolism peri-operatively. The filter was placed via the right internal jugular vein and deployed in the inferior vena cava under fluoroscopic guidance. The patient tolerated the procedure well with no complications. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review, the reported filter tilt, embedded, migration and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Anxiety and shortness of breath do not represent a device malfunction and may be related to underlying patient specific issues. Without procedural films or images for review the reported event(s) could not be confirmed and a clinical determination made. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilted, embedded and has migrated abnormally high and centered at the level of the renal arteries. The filter has several of the posterior struts which are deformed. Doctors have advised the patient not to have filter removed due to the risks involved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient had a previous history of morbid obesity and deep vein thrombophlebitis. The patient had previously undergone a vertical gastric banding, approximately eleven years prior to implantation, which had developed a couple of fistulas and the patient had regained most of her weight. The patient had 3 previous abdominal surgeries, with exploration laparotomy and resection of left fallopian tube. The patient was felt to be at a higher risk for developing dvt and pulmonary embolism perioperative with her major intra-abdominal surgery. The trapease filter was delivered into the inferior vena cava between the level of the l2 and l3 spinal disks. The patient tolerated the procedure well. There were no complications. According to the information received in the patient profile from (ppf), the patient became aware of these events approximately fourteen years post implantation. The patient reports perforation of filter struts outside the ivc. The patient is also reporting to be suffering from light headedness, impairment of mobility and periodic swelling on the right side, depression, malaise, difficulty walking without support of a cane, unable to walk short distances, shortness of breath, and unable to pick up some items.

Manufacturer narrative:
Upon review, the following section has been corrected: product code.